Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed compression mark on the outer tubing. Setscrew marks were present on insertion band, which indicated the lead was secured. No root cause was identified for reported event.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04309. Related manufacturer report 1627487-2021-16702. Related manufacturer report 1627487-2021-16703. It was reported that lead migration issue was observed. Patient denies any traumas or falls. Patient did heavy lifting. Both leads were explanted, and the lead was replaced. During the explant procedure part of the anchor was broken and left in the patient. Patient was stable.